Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('suspected postop endometritis / endometritis') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, dysplasia, smoker, stroke, upper respiratory infection, vaginal burning sensation, vaginal odor, dysuria and d & c (surgery). Concomitant products included salbutamol (albuterol hfa) from 23-jan-2017 to 10-jul-2017 for asthma, warfarin sodium from 10-sep-2013 to 10-jul-2017 for coagulopathy, clonazepam from 19-mar-2014 to 16-aug-2017 for depression, oxycodone from 19-mar-2014 to 16-aug-2017 and tramadol from 19-mar-2014 to 16-aug-2017 for headache as well as atorvastatin from 20-mar-2014 to 20-apr-2014 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("physical pain\ pelvic"), depression ("depression/psych injury"), vaginal infection ("vaginal infection"), anxiety ("anxiety/mental anguish") and migraine ("migraine/headache"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge"), headache ("headache") and post procedural complication ("post removal complications"). The patient was treated with surgery (she had undergone essure removal surgery and ablation). Essure was removed. At the time of the report, the endometritis, depression, anxiety, migraine, bacterial vaginosis, vaginal discharge and post procedural complication outcome was unknown and the menorrhagia, vaginal haemorrhage, pelvic pain, abdominal pain, back pain, vaginal infection and headache had resolved. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, depression, endometritis, headache, menorrhagia, migraine, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for pain- pelvic/ abdominal, back,menorrhagia (heavy menstrual bleeding) and vaginal infection. Discrepancy noted in insertion date- (B)(6) 2008. Discrepancy noted in essure confirmation test in current pfs: she did not underwent an essure confirmation test but in initial case hsg results were provided as essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, headaches, anxiety, depression, abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff information form received. Events¿ bacterial vaginosis, vaginal discharge, headache and post procedural complication¿ were added. Events¿ pelvic pain, abdominal pain, back pain, vaginal bleeding, vaginal infection and menorrhagia¿ outcome were updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('suspected postop endometritis / endometritis') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, dysplasia, smoker, stroke, upper respiratory infection, vaginal burning sensation, vaginal odor, dysuria and d & c (surgery). Concomitant products included salbutamol (albuterol hfa) from (B)(6) 2017 for asthma, warfarin sodium from (B)(6) 2013 to (B)(6) 2017 for coagulopathy, clonazepam from (B)(6) 2014 to (B)(6) 2017 for depression, oxycodone from (B)(6) 2014 to (B)(6) 2017 and tramadol from (B)(6) 2014 to (B)(6) 2017 for headache as well as atorvastatin from (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain\ pelvic"), depression ("depression/psych injury"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety/mental anguish") and migraine ("migraine/headache"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the endometritis, menorrhagia, pelvic pain, abdominal pain, back pain, depression, vaginal infection, vaginal haemorrhage, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, endometritis, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for pain- pelvic/ abdominal, back,menorrhagia (heavy menstrual bleeding) and vaginal infection. Discrepancy noted in insertion date- (B)(6) 2008 discrepancy noted in essure confirmation test in current pfs: she did not underwent an essure confirmation test but in initial case hsg results were provided as essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: menorrhagia, headaches, anxiety, depression, abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs and mr received- new events - endometritis, abnormal bleeding (vaginal), anxiety/mental anguish and migraine/headache were added. Psych injury was updated into depression. Reporter information was added. Medical history and concomitant drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.